Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is the patient¿s current status? No further intervention was required and the patient is now doing well. What was the appearance of the staple line? Staple line appeared intact & in good order. Were there loose, malformed or unformed staples present? No.

Event description:
It was reported that after a high anterior resection procedure, a free gas leak was noticed four to five days afterwards. The surgeon reoperated; the patient required a laparotomy. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.